Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) autofill failed. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer was sent to investigate and was not able to reproduce the reported issue. The iabp passed all functional tests and was returned to the customer for use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.